Event description:
It was reported that an asymptomatic patient presented for lead revision. The right ventricular lead exhibited loss of capture and low impedance. The lead was capped and replaced on (B)(6) 2017. Patient was recovering normally post procedure.